Event description:
Nurse reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 327 mg/dl. Nurse stated that customer has been running high for two days. Customer has received insulin via insulin pump and the blood glucose is still high. Customer has experienced exessive thirst. Hospital treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.